Manufacturer narrative:
Mfg date now provided.

Event description:
A medtronic representative reported, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 1mm inaccuracy. The surgeon used the patient's teeth as the accuracy landmark check. The medtronic representative is working with the surgeon on both technique and the need to check accuracy in additional locations relevant to the area of interest. Two tracer registrations were performed, both yielding the same result. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not made available from the site. Device manufacturing date not available. (B)(4) 2014 - a medtronic representative performed a navigation system check-out, all areas passed. Software investigation completed, finding that they are unable to determine the root cause without further information as the behavior cannot be replicated. No further issues have been reported. A medtronic representative, following-up at the site, reported the 1mm inaccuracy was found on the patient teeth, did a trace on the upper lip. Recommendations were made to the surgeon regarding tracing and checking accuracy.